Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer received results of 128 mg/dl (08:53) and 404 mg/dl (08:54) on the mobile system. He tested 554 mg/dl (11:50) and injected 5.0 units of novorapid. At 11:52 am meter displayed hi (greater than 600 mg/dl); customer thinks that he injected 3 more units of novorapid at this time. The customer tested 410 mg/dl (12:24 pm), hi (12:39), and 248 mg/dl (12:55 pm). At this time customer had low blood glucose symptoms. A teacher called the ambulance. Ambulance arrived and the emergency doctor measured a value of 40 mg/dl on the professional meter 13:05. Customer received IV glucose and dextrose and was taken to the hospital. While at the hospital customer received results of 257 mg/dl (13:47) and 490 mg/dl (13:50) on the mobile system. The lab meter showed a value of 164 mg/dl at 13:53. Customer was hospitalized about one hour. Requested return of suspect device; however, the test cassette is no longer available.